Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension instrument, resulting higher than the initial results. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and replaced the sample pump panel. The cse also replaced the integrated multi-sensor technology (imt) tubing and the sample system. The cse then replaced the clot check board, the imt port and the 3 way valve port. The cse ran quality controls, which were within acceptable ranges. The cause of discordant, falsely low na, k and cl results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.